Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the hcp was calling to see what components the patient had implanted. The caller indicated that the patient was on the table right now and they were about to do a revision. Then technical services asked clarifying questions they stated that there they," don't think anything was wrong with the equipment" but stated that the patient has two different types of stuff implanted and the patient has components but a battery from another company so they are trying to match up components and be sure that what they use is compatible. When technical services asked again they stated that they are trying to change the battery as it quit working. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.